Event description:
Initially, it was reported that the patient had been seizure free for two years and that the vns has been off and the patient remains seizure free. The patient's family wanted the patient to undergo vns removal. It was later reported that the patient underwent generator and lead explant due to the patient being seizure free and the device being programmed off. It was also reported that the patient started experiencing pain at the generator site and that was part of the reason for explant. It was reported that the pain was a result of the presence of the device. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Analysis of the lead was completed on 07/10/2015. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the generator was completed on 07/13/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. It was reported that the patient underwent device explant due to patient comfort and not to preclude a serious injury.